Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell. The home patient (hp) cycled the power off and on, got a system error 2367 on the hc, and cycled the power again to clear the alarms. The hp was to finish manually. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.